Event description:
It was reported that during regular follow up, the patient reported that they exchanged their system controller due to an alarm. Log files were sent to the manufacturer since the patient could not confirm the kind of alarm that displayed on the screen. Log files showed backup battery faults on the controller. The backup battery was checked but the alarm could not be reproduced. The patient went home with the exchanged controller as a backup.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. On 05jan2026, the submitted log file associated with system controller, serial number: (B)(6), captured backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage being below the passing threshold. The alarm was active until the controller was shut down. Shortly after the alarm activated, the driveline was briefly disconnected before being reconnected approximately one minute later. The pump ramped up to speed as intended. Approximately six minutes later, the driveline was disconnected again and shortly after, the controller was shut down. This is consistent with the reported controller exchange. The controller was briefly reconnected to power on (B)(6) 2026 twice and both times, the backup battery fault alarm reactivated due to the backup battery not passing the load tests. The backup battery did not pass the load tests due to the unloaded voltages being below the passing threshold. The alarms were each active until the controller shut down again. Additional log files from the new controller, serial number: (B)(6), were submitted for review and did not indicate any issues with the system. The provided information indicated the patient performed a controller exchange in response to the alarms. The vad coordinator inspected the backup battery and the alarm was unable to be reproduced. The controller, serial number: (B)(6), remains the backup controller for the patient. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B, heartmate 3 patient handbook, rev. B are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.